Event description:
The pt had a laparoscopic cholecystectomy and had an indwelling foley catheter. While attempting to remove the foley catheter the balloon would not deflate. A 27 gauge needle was then passed through the base of the bladder, into the balloon. The balloon then deflated. After rupturing the balloon, the catheter was removed. Inspection of the catheter revealed that a small piece of the balloon had remained in the bladder. A cystourethroscope was then used to remove the small piece of the foley catheter.